Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was placed on an in-house system for a latex cut test and the scissors cut cleanly through (B)(4) latex. The blades were undamaged but exhibited some wear at the tips. Engineering also found deep scratch marks and pad printing removal. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The evidence was inconclusive, but the damage was likely due to mishandling. The tube extension exhibited pad-printing removal at the midpoint. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged and pad printing was removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci std prostatectomy procedure the monopolar curved scissors (mcs) instrument scissors were noted to be blunt. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.